Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 27mm 3300tfx aortic valve, implant in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to regurgitation. The tpvr was performed with a 26mm 9600tfx transcatheter valve.

Event description:
It was learned that a patient with a 27mm 3300tfx aortic valve, implanted in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 9 years, 1 month due to regurgitation. Patient presented with shortness of breath, intermittent palpitations. The tpvr was performed with a 26mm 9600tfx transcatheter valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration.... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Corrected b5 and b7